Manufacturer narrative:
Additional information: the following new information was received: yttrium aluminum garnet (yag) capsulotomy was also performed during explant of the first lens. Therefore, the section below has been updated accordingly: section h6: health effect - impact code: 4625 - additional surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ asked but not available. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's left eye due to myopic refractive surprise causing blurry far vision. The pre-operative visual acuity was 20/25 with glasses and that post operation was 20/60 +2. Another johnson & johnson lens, model za9003 24.0 diopter was implanted as a replacement. The visual acuity post explant and replacement with the replacement lens was 20/50 -1. No other intervention was performed and no other treatments or prescriptions were given by the doctor which were outside of the normal post-operative treatment. The patient was doing fine when discharged. The original lens is not available to return for investigation. No other information was provided.